Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. No rf ablation events were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the ventricular tachycardia (vt) procedure, a cardiac tamponade occurred which required a pericardiocentesis followed by cardiac surgery to stabilize the patient. The right ventricular outflow tract (rvot) was mapped and stimulations were performed. When entering back into the right ventricle, at the transition from arterial tissue to cardiac muscular tissue, the ablation catheter punctured the right ventricular outflow tract and reached the pericardial space causing a cardiac tamponade, even without much force applied (between 20-30). The movement was observed on the ensite x mapping system. Hypotension was observed and an ultrasound and an echocardiogram were done which confirmed the cardiac tamponade. A pericardiocentesis was done to stabilize the patient and cardiac surgery was performed to repair the perforation. The patient remains stable. There were no performance issues with any abbott device.